Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion area was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/ 2.0cm/ 135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was simply pulled out of the patient's body and the procedure was completed with a different device. No complications reported and the patient's condition was good post procedure.